Event description:
It was reported that ongoing occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Technical support instructed the customer to disconnect various components and administer boluses. The customer was advised to replace supplies as necessary and to resume insulin therapy.